Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, the right atrial (ra) lead had perforated and exhibited high thresholds. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.